Manufacturer narrative:
Examination of the submitted device found burring and scoring in the pin hole that would affect successful mating of the pin. A complaint database search finds no additional reports of pin hole damage against the product code. The investigation could not draw any conclusions about the root cause of the pin hole damage based on the provided information. Driving the bits in straight inside of at an angle is a possible contributing factor. Based on the inability to determine a root cause and no additional reported similar events, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The global advantage resection guide bottom pin hole is not large enough for pin to be inserted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Product returned.